Manufacturer narrative:
(B)(4). Twenty two days after onset of the peritonitis, the peritonitis was resolved, the patient was recovered and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The bacterial peritonitis was manifested by abdominal pain, cloudy effluent, and fever. On the day of onset, the patient was hospitalized for the bacterial peritonitis. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the bacterial peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.